Event description:
It was reported that the right ventricular (rv) lead had a low impedance, possible insulation breach, and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d284vrc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the full lead in segments was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, the overlay tubing of the lead was extrinsically breached due to melting, the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.